Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received open book error image on the insulin pump¿s screen and keypad were stuck. Customer reported that the insulin pump was exposed with moisture. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error alarms noted during testing .device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 75 alarmed during selftest due to corrosion on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly.